Manufacturer narrative:
H6: investigation summary: bd received an unsealed 22 gauge nexiva single port unit from an unknown lot number. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a piece of black foreign matter (fm) and fibers present on the surface of the catheter. The sample was sent off for ftir testing but the fm was absorbed into the collection tool and ftir testing could not be completed. The technician was unable to extract the fm from the collection tool for testing. However, it was documented that the fm appeared to be oil or grease like. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. However, since the unit was received in an opened package the engineer could not determine a definitive root cause.

Event description:
It was reported that black foreign matter was found on the bd nexiva¿ closed IV catheter system before use. The following information was provided by the initial reporter, translated from japanese: "a black fm on the catheter was found before use."

Event description:
It was reported that black foreign matter was found on the bd nexiva¿ closed IV catheter system before use. The following information was provided by the initial reporter, translated from japanese: "a black fm on the catheter was found before use."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.